Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted for an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed at 240 millimeters (mm) from the terminal pin. A total of three segments were returned, including the terminal segment, a mid-body segment, and a portion of the rate sense segment. Portions of the lead were missing including the tip. Visual inspection revealed that the conductor coil was stretched and deformed and there were cuts in the insulation. Further inspection revealed that the medical adhesive was torn and separated at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. The distal end of the proximal spring was separated from the lead body insulation and has been pushed proximally. Blood and body fluid were noted in the lumens. The trilumen insulation was noted to have webbing damage located between 293-303mm from the terminal pin, the rate sense conductor coil was abraded and torn with a fracture in the same area. Microscopic analysis indicates the insulation damage was initiated by a localized compressive stress on the tubing surface. Analysis determined that due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.